Event description:
T was reported that patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent m2a hip arthroplasty on unknown date. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided.